Event description:
It was reported that the autopulse li-ion battery failed testing in the multi-chemistry (mc) charger. The battery would not take a charge and only 3 led lights lit up when the led button was pressed on the battery. No patient involvement was reported.

Manufacturer narrative:
(B)(4).the autopulse battery in complaint was returned to zoll on 08/01/2013 for investigation. During evaluation of the returned battery, the reported issue was not confirmed. The battery was charged and tested multiple times and did not present any issues.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.